Event description:
According to the initial report received via email on 09-mar-2026, protect study patient experienced the prosthesis not unfolding to its full length. Event onset is 12-sep-2022 and the event is listed as not ongoing. The event is recorded as probably related to the amds device possibly related to the amds implant procedure. ¿debakey type a dissection¿ was noted as a pre-existing condition that caused or contributed to the event. Treatment was provided and the event outcome is listed as resolved. The amds device was implanted on (B)(6) 2022.

Manufacturer narrative:
This event is related to a post-market clinical study ¿protect¿ and reported retrospectively.this investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.